Event description:
(B)(4). Since I got essure done, I have had the following problems/side effects.... I have extremely heavy periods that last 7-8 days with clotting. Before essure, I had lighter periods lasting 4-5 days. I have bad headache's lasting days, I never had headaches like this before essure. I have extreme bloating to the point where I thought I was pregnant. I often experience fatigue. I have had two episodes where I woke up at night in heavy sweats and nausea and threw up then I was fine the next day. Since essure, my emotions and overall self have been so out of wack, im just not the same. I have extreme cramping during my period that goes from my lower back to the middle of my legs (dull pain). I also get sharp pains in the front of my pelvis, these are spastic and happen when in not on my period as well as when I am. I have recently been experiencing dizzy spells and light headedness. All of these symptoms have accused since I had the essure procedure done in (B)(6) 2011. The date of my adverse effects is (B)(6) 2011.